Event description:
It was reported that the hi-torque command 18 lt guidewire was used to place a cardiomems sensor. Resistance was noted with the catheter during advancement and removal. When the wire was pulled out of the catheter, it was rough and frayed. Per the physician, the wire caused the catheter to have a clot. Treatment, if any, was not reported. The sensor was implanted without issue and is functioning as it should. There was no adverse patient sequela reported. No additional information was provided. Subsequent to filing the initial report, the following information was provided. The patient did not receive additional medication or treatment due to the clot; however, their normal medication was started again.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The material fray and torn were confirmed. The failure to advance and difficult to remove were confirmed using an armada 18 as a proxy device since the cardiomems device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication to suggest a lot specific product issue exists. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported product quality issue (fray), difficult to advance, difficult to remove and material split or tear resulting in thrombosis. The wire may have been damaged during the insertion process or it may be possible that during use, the clearance between the guide wire and the cardiomems catheter was reduced causing the devices to become stuck together, resulting in the catheter inability to advance and the subsequent difficult to remove, however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Weight was estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the hi-torque command 18 lt guidewire was used to place a cardiomems sensor. Resistance was noted with the catheter during advancement and removal. When the wire was pulled out of the catheter, it was rough and frayed. Per the physician, the wire caused the catheter to have a clot. Treatment, if any, was not reported. The sensor was implanted without issue and is functioning as it should. There was no adverse patient sequela reported. No additional information was provided.